Manufacturer narrative:
An event regarding periprosthetic fracture involving a citation stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned, however an image was provided. Only the distal part of the stem can be seen on the photo. The device was unremarkable. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient's right hip was revised due to peri prosthetic fracture. Surgeon revised citation stem, 36 plus 5 head and a 36 e liner to restoration modular construct.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to peri prosthetic fracture. Surgeon revised citation stem, 36 plus 5 head and a 36 e liner to restoration modular construct.